Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with pain at the implant site. Infection and erosion were observed. The infection was resolved with intravenous antibiotics. Patient was discharged home.